Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the instrument be returned for failure analysis investigation. As of the date of this report, the product has not yet been received to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the fenestrated bipolar forceps instrument was noted to have a defective cable. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found with a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation found unrelated to the complaint included that the instrument was found with a broken conductor wire within the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed.

Event description:
Refer to h11 for follow-up information.